Event description:
The valve was pierced. Multiple attempts were made to request additional info but to date no response is received.

Manufacturer narrative:
The initial investigation was closed on april 21, 2006, however, since the product was received on may 23, 2006, its evaluation is added in this file: the valve with its two integrated connectors was returned; however, the catheters were not returned. Visual inspection of the valve did not reval any anomaly. The valve was tested and found within pressure/flow specifications. The valve analysis did not allow to determine the exact cause of the reported problem. No further investigation is deemed required.